Manufacturer narrative:
This device is not available for sale in the united states, therefore 510k is not applicable. (B)(4).

Event description:
Pentax medical was made aware of an event which occurred in asia pacific region involving pentax video processor epk-i5000 sn:(B)(4). The user found the processor not responding. There was no adverse event reported with this complaint. No additional information was provided.